Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call high blood glucose levels. Customer's blood glucose level was over 550 mg/dl. Customer went to the emergency room and was admitted into the ICU intensive care unit. Troubleshooting for the high blood glucose levels was performed. Customer experienced excessive no delivery alarms prior to being hospitalized. Customer was wearing the insulin pump when admitted into the hospital. Customer's father had called before to troubleshoot for the no delivery alarms and was told to monitor the device and call back when alarms occur. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.